Event description:
A small black (or dark blue) fiber approx 5mm in length came out of tube of amvisc plus during mid injection into the anterior chamber. It was identified and removed without apparent complication.